Event description:
Adverse event(s): "eye got soft" (no code available). Product problem(s): infusion inflow was extremely reduced" (insufficient flow or underinfusion). The surgeon reported, the infusion inflow was extremely reduced. No system message displayed on the system. The infusion line was checked for breaks and kinks with the infusion line intact. The infusion pressure was increased to 30 mmhg, but this did not solve the problem. To prevent the collapse of the eye a bss syringe, via the three-way stopcock, was used to maintain the inner eye pressure. The ports were plugged and the cassette was changed. The system was restarted including priming of the cassette. The surgery was then completed without any further issues. The surgeon injected the eye with perfluoron. Additional information received stated, the surgery began with no problems noted. Then there was aspiration while the infusion flow was reduced. The eye got soft. No patient injury was reported.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate of confirm the reported event and the root cause is therefore, unknown at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4)